Manufacturer narrative:
Correction h11: when the device was tested for flow rate accuracy it delivered with an error percentage of 3.88%, which is within the specified acceptance limit of +/- 5%. The reported issue of "overpumps slightly during flow accuracy test" was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over pumped slightly during flow accuracy testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "over pumps slightly during flow accuracy test" was not reproduced. A flow test was performed on the flowline at 40 ml/hr for 60 minutes, aiming to deliver 40 ml. The actual amount delivered was 41.551 ml, which is about 3.88% higher than expected. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was undetermined however, the m2/m3 springs required to be replaced as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.